Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-22 alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. A service history review, functional testing, and visual inspection were performed. The f-22 alarm was identified during functional testing. The cause of the condition was determined to be a damaged sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.